Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported cardiac arrhythmia could not be conclusively established through this investigation. The submitted log files captured no unusual events. The patient remains ongoing on vad support. No product available for investigation. The heartmate 3 left ventricular assist system instructions for use, rev. C, lists cardiac arrhythmia as an adverse event, as well as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 02oct2020. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had frequent pulsatility index (pi) events with flow fluctuation from 5-6 liters per minute. The patient was having frequent ventricular tachycardia (vt) runs. The pi events were thought to be due to the vt runs. A log file analysis captured pi events. There were no other unusual events recorded in log file. The patient was in cardiac rehabilitation for ventricular fibrillation and pulseless vt on (B)(6) 2021. The patient's implantable cardioverter defibrillator (ICD) fired multiple times with no preceding chest pain. This event terminated into atrial fibrillation. The patient was sent to the emergency room for further evaluation and appeared to be in mild respiratory distress/diaphoretic with a persistent irregular heart rate at 120-145 beats per minute. System doppler was at 90 millimeters mercury. Atrial fibrillation (afib) with rapid ventricular response (rvr) was sustained, but converted to sinus rhythm with medications. The patient was started on sotalol after a consult with electrophysiology. The arrhythmia did not result in clinical compromise and it, along with the ICD, existed prior to lvad ump implant. The patient was in stable condition on sotalol with no known additional ICD shocks.